Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> examination of the returned product confirms the observation. The investigation is unable to conclusively determine a root cause. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. H10 additional narrative: added: d4, d9, g4, h5 . UDI (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Scratches on surface of ceramic head ball. Discovered prior to use.